Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Prior to the procedure it was found that the anterior end of the puncture sheath was not rounded and had a burr protruding from it, making it unusable. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows the partial view of the introducer sheath loaded with dilator. The tip of the dilator was noted to be uneven. Another photo shows a clinician holding the port and introducer sheath loaded with dilator. The closure view shows that the tip of the dilator was noted to be deformed and uneven. Therefore, the investigation is confirmed for the reported sheath tip deformation issue. Although the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows the partial view of the introducer sheath loaded with dilator. The tip of the dilator was noted to be uneven. Another photo shows a clinician holding the port and introducer sheath loaded with dilator. The closure view shows that the tip of the dilator was noted to be deformed and uneven. Therefore, the investigation is confirmed for the reported sheath tip deformation issue. Although the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows the partial view of the introducer sheath loaded with dilator. The tip of the dilator was noted to be uneven. Another photo shows a clinician holding the port and introducer sheath loaded with dilator. The closure view shows that the tip of the dilator was noted to be deformed and uneven. Therefore, the investigation is confirmed for the reported sheath tip deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Prior to the procedure it was found that the anterior end of the puncture sheath was not rounded and had a burr protruding from it, making it unusable. There was no patient contact.